Event description:
The biomedical engineer (bme) reported that the input module unit was only intermittently picking up spo2 (oxygen saturation) and ibp (invasive blood pressure) vitals in the surgical ICU unit. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the input module unit was only intermittently picking up spo2 (oxygen saturation) and ibp (invasive blood pressure) vitals in the surgical ICU unit. This also happened with this input module unit on 10/18/2022, which was reported to their bme but not to nihon kohden. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported not being able to duplicate the issue after keeping an eye on the issue. The issue was isolated to a specific department; other departments were not experiencing the same issue, even while using the same equipment. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. It is likely that the cause of the issue may be related to use error or workflow issues. Improper patient prep or improper cable connections have been known to affect parameters. (Device manufacturer date was left blank as no serial number was provided.) Attempt # 1: 12/05/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/06/2022 emailed the customer via microsoft outlook for all information in the ni list above: a reply was received, stating the customer could not provide the requested information. Additional device information: concomitant medical device: the following devices were used in conjunction with the bsm: input unit: model #: ay-651p-qm serial #: (B)(6) device manufacturer date: 08/20/2013 unique identifier (UDI) #: (B)(4) bsm: model #: mu-631ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4)

Manufacturer narrative:
The biomedical engineer reported that there is an issue where the input module unit is intermittently not picking up vitals such as spo2 (oxygen saturation) and ibp (invasive blood pressure) in the surgical ICU unit. The bme reports that the nurses are not informing the bme while the issue is occurring, only giving them the units after the fact. The last time this happened on this input module unit was on (B)(6) 2022, reported to their bme but not to nihon kohden. No patient harm reported. Nihon kohden technician gave the bme some steps to try to attempt to determine what the cause of the issue was and to document when this occurs again. At the time of this report the bme states " this has not happened again, therefore they are unable to identify any patterns, if it reoccurs the bme will let nk know. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 12/05/2022 emailed the customer via microsoft outlook for more information in above sections: no reply was received. Attempt # 2: 12/06/2022 emailed the customer via microsoft outlook for more information in above sections: reply was received, customer could not provide any of the requested information. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the bsm: input unit model: model #: ay-651p-qm. Serial #: (B)(4). Device manufacturer date: 08/20/2013. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer reported that there is an issue where the input module unit is intermittently not picking up vitals such as spo2 (oxygen saturation) and ibp (invasive blood pressure) in the surgical ICU unit. The bme reports that the nurses are not informing the bme while the issue is occurring, only giving them the units after the fact. The last time this happened on this input module unit was on (B)(6) 2022, reported to their bme but not to nihon kohden. No patient harm reported. Nihon kohden technician gave the bme some steps to try to attempt to determine what the cause of the issue was and to document when this occurs again. At the time of this report the bme states " this has not happened again, therefore they are unable to identify any patterns, if it reoccurs the bme will let nk know.